Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with possible under delivery anomaly. The customer also reported the reservoir leak and insulin flow block alarm. The customer reported blood glucose value of 295 mg/dl. The customer was treated with insulin pump. The event involved product mmt-332a. Troubleshooting was performed for high blood glucose and the customer was using the auto mode/smart guard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for reservoir leak and found the leak at around o rings. The customer unsure was whether the leak is past 1st or 2nd o ring. Troubleshooting was performed for insulin flow blocked alarm and confirmed insulin successfully exited during 5u fill cannula. Customer was advised that, insulin pump was working as designed and the insulin flow block alarm was alarm caused by possible set/reservoir occlusion. No further patient complications were reported. No product return is required for mmt-332a.